Manufacturer narrative:
Attempts were made to contact the facility to get add'l info. To date, no contact has been made. Should additional info become available, a follow-up report will be filed. Review of the complaint history reveals other reports have been rec'd for this product for the reported issue.

Event description:
Customer reports through a voluntary medwatch, that "pt was on infusion with the pump expected to titrate the medication against the blood sugar. The pump overdelivered and the blood sugar dropped to about 20mg/dl." The pump model #, serial # and specifics about patient injury were not specified on the report, or were blocked out. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.